Event description:
It was reported that the device was explanted due to multiple shocks and elevated charge times. It was noted that the patient notifier was activated.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.